Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient had a pre-existing mitral insufficiency. The patient's annular perimeter was measured 77mm. Pre-dilation was performed with a 23x40mm non-abbott balloon. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). Post-implant a mild to moderate perivalvular leak (pvl) was present. A post-dilation was performed using a 25x40mm non-abbott balloon. The pvl was reduced to mild. Post-procedure the patient went into shock in the intensive care unit (ICU). The patient's blood pressure dropped. ICU support was provided. On (B)(6) 2025 the patient passed away. The cause of death was shock.

Manufacturer narrative:
An event of mild to moderate perivalvular leak post navitor implant was reported. Post-procedure the patient went into shock, and the blood pressure dropped. The patient passed away on following day. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the limited information received, the cause of the reported perivalvular leak and the patient effects of shock and patient death could not be conclusively determined. The unexpected medical intervention was result of post-implant valvuloplasty due to pvl which reduced to mild. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient had a pre-existing mitral insufficiency. The patient's annular perimeter was measured 77mm. Pre-dilation was performed with a 23 x 40mm non-abbott balloon. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). Post-implant a mild to moderate perivalvular leak (pvl) was present. A post-dilation was performed using a 25 x 40mm non-abbott balloon. The pvl was reduced to mild. Post-procedure the patient went into shock in the intensive care unit (ICU). The patient's blood pressure dropped. ICU support was provided. On (B)(6) 2025, the patient passed away. The cause of death was shock.